Manufacturer narrative:
Examination of the submitted tibial device found evidence of entrapped third body debris leading to accelerated polyethylene wear. A complaint database search did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the possible contribution of the third body debris to the reported patient pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.